Event description:
The patient came in for her 3 week follow up. After taking an x-ray, the doctor saw that the implanted petite 1st mpj plate, right had broken in half. He said that the patient was walking on it more than she should have. The plate was initially implanted on (B)(6) 2017. According to the sales representative, doctor uses an interfrag screw on a case by case basis. He did not choose to use an interfrag screw for this case.